Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The check valve was replaced, and the unit was returned to service. Patient information could not be provided due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'volume ventilation only' while in pressure ventilation during a case. There is no report of patient injury.